Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft, a vela infrarenal stent graft, and three (3) limb stent grafts. Approximately three months after initial procedure a secondary procedure was preformed on (B)(6) 2019 to repair a right iliac aneurysm. An afx limb extension, a snorkel stent (non- endologix) and two other non - endologix stents (viabahn and icast) were implanted within the right internal iliac artery. This secondary procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. No device failure had been reported or identified at that time. During the clinical assessment that was completed on (B)(6) 2021, an endoleak of indeterminate origin was noted in the operative notes. It could not be identified which type of endoleak was present at the initial time of the secondary endovascular procedure that was completed on (B)(6) 2015. After the stents were placed, the operative note stated there was "still endoleak into the sac", suggesting there was an endoleak as the main reason for the right iliac repair. The operative note dated (B)(6) 2015 stated there was a small endoleak present after the repair was done that was felt to be from the overlap area of the non- endologix (icast) stents in the right iliac artery or a branch backfill which suggests that this may have been a type 2 endoleak in the right iliac artery. It is unclear if it was resolved. A type 2 endoleak is a non- device related failure. Also the initial iliac diameters were off label, the right common iliac artery was 32mm and the left common lilac artery was 44mm , they should be at 10-23mm and thrombosis was noted in the popliteal artery (non device related). This event is being reported as a pre-cation as endologix was able exclude a possible device failure with the medial records / images available for review. Note: this event was identified during the investigation of another adverse event for a type 1b endoleak that was reported under 2031527-2021-00328.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix confirmed the reported right common iliac artery repair. This is consistent with the reported adverse event/incident. An endoleak of indeterminate origin was noted in the operative notes. It could not be identified which type of endoleak was present at the initial time of the secondary endovascular procedure that was completed on (B)(6) 2015. After the stents were placed, the operative note stated there was "still endoleak into the sac", suggesting there was an endoleak as the main reason for the right iliac repair. The operative note dated (B)(6) 2015 stated there was a small endoleak present after the repair was done that was felt to be from the overlap area of the non- endologix (icast) stents in the right iliac artery or a branch backfill which suggests that this may have been a type 2 endoleak in the right iliac artery. It is unclear if it was resolved. A type 2 endoleak is a non- device related failure. The most likely causation for the iliac artery repair was user and anatomy related due to the initial iliac diameters were off label, the right common iliac artery was 32mm and the left common lilac artery was 44mm , they should be at 10-23mm and thrombosis was noted in the popliteal artery (non device related). The final patient status was discharged on the second post operative day home. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. The device remains implanted.